Manufacturer narrative:
The manufacturer received reports of leakage involving bx-70070 administration sets from lot 2502046. An RMA (rma17137) was issued, and the leaking administration sets are being returned for evaluation. A lot history review of similar complaints identified one prior complaint. Device evaluation is pending receipt of the returned samples. A supplemental MDR will be submitted if additional or new information becomes available. Reference to complaint # (B)(4).

Event description:
The infusion specialist reported to intuvie that several bx-70070 administration sets from lot #2502046 appeared to be defective. The reporter experienced two issues on friday morning and one issue the previous thursday. The box was first opened the day prior to reporting. The administration sets were observed to be leaking from the bottom of the drip chamber. No patient or user harm was reported. No additional information was provided.